Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir had small air bubbles. The patient's blood glucose at the time of incident was 500 mg/dl. The patient treated via manual insulin injection. The customer resolved the issue with a set change. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.